Event description:
Rep reported that the tms unit was giving multiple reading anywhere from 2-7. It was inconsistent and when we brought in a new tms-it read the valve right away with consistency. (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.